Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The forceps cev525 fenestrated 20mm jawz (cev525) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned evidence was evaluated, and the reported problem was verified. The tube sheath was broken by approximately 1.5 cm, and a piece of the sheath was missing. Root cause analysis: the reported complaint was confirmed. The tube sheath was broken, probably due to an impact during cleaning, which weakened it and caused it to break during the operation. The instrument was probably not checked sufficiently before commissioning for the operating room.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the forceps cev525 fenestrated 20mm jawz (cev525) protective sheath degraded intra-abdominally. It was reported that "a stripping of the fenestrated forceps is observed, requiring recovery of the material left intra-abdominally. Recovery of its components appears complete." An x-ray was not performed to verify that all parts were retrieved, as the material is nonopaque plastic and therefore not visible on x-ray. A visual check confirmed that all parts had been retrieved. No patient injuries or deaths were reported; however, a 20-minute increase in surgery time was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.